Event description:
It was reported by service report that the footboard was cracked on the pt right corner from an impact. The foot board had sharp edges and areas where fluid could ingress. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: footboard.